Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was intended to be used for a varices banding procedure. According to the complainant, during preparation, the suture on the ligator head broke when setting up the device for the procedure. Reportedly, the device was never used inside the patient. The device was removed from the scope and another speedband superview super 7 multiple band ligator was set up on the scope and used to complete the case. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the handle assembly. The tripwire was properly cinched in the handle slot. The suture was attached to the tripwire; however, the suture was broken approximately 22.5cm from the tripwire loop. Three blue bands and one white band remained in proper position on the ligator head. The first three bands had been deployed and were not returned. Additionally, no damage was visible to the teeth of the ligator head. Functionally, the handle was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the reported event of suture broke. Based on the evaluation conducted and the details of the complaint, the break likely occurred due to handling issues encountered during device setup. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was intended to be used for a varices banding procedure. According to the complainant, during preparation, the suture on the ligator head broke when setting up the device for the procedure. Reportedly, the device was never used inside the patient. The device was removed from the scope and another speedband superview super 7 multiple band ligator was set up on the scope and used to complete the case. There were no patient complications reported as a result of this event.